Event description:
Reportedly a malfunction of the implant was detected. The user was explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly a malfunction of the implant was detected. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Overload fractures in the active electrode under silicone overmold which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Overload fractures in the active electrode under silicone overmold which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly a malfunction of the implant was detected. The user was reimplanted on (B)(6) 2025.